Event description:
Patient underwent a posterior cervical decompression and fusion at c3-7 to treat cervical spinal stenosis and radiculopathy. Bmp was placed medial and lateral to the screws. At 37 months post-op, the patient underwent an emg nerve conduction study which revealed evidence of chronic changes at the extensor digitorum communis muscle on the left. The patient noted persistent severe back pain, leg pain, neck pain, and arm pain all on the left. At 41 months post-op, the patient underwent a revision surgery at c6-7 due to pseudoarthrosis. Ten days post-op of acdf at c6-7, it was reported on physical examination that the patient is awake and alert. Incision is well healed. Patient¿s trachea is midline. The patient¿s voice is strong. The patient moves all extremities well. At 44 months post-op the patient presented with pain in cervical area. Underwent facet blocks at c6 and c7.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.